Event description:
It was reported, the patient had a problem with the patient programmer and the implantable neurostimulator (ins) had not helped much. It was noted, the patient changed the programmer batteries and the screen was blank followed by a poor communication screen. It was further noted, the patient had readjusted the antenna, but the screen was then ¿fading in and out.¿ the reporter stated, the ins had not helped much since implant. Additional information received reported, the patient changed the batteries in the patient programmer and the issue was not resolved. It was noted the patient was unable to describe the screens and icons they saw on the programmer. It was further noted, the patient thought the programmer had a "short." The reporter stated they had not felt stimulation since they replaced the batteries. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).